Manufacturer narrative:
(B)(4). The unidentified microcatheter and rhv were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. Located 38.0 cm off the distal tip of the green introducer, the core wire protrudes outside the sheath for the remainder of its length. No mechanical sheath damage to the sheath resulting in an opened skive was found. Outside view of the socket ring junction and the stretched proximal section of the coil. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The proximal section of the coil has been stretched. Located 38.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath for the remainder of its length. No mechanical sheath damage to the sheath resulting in an opened skive was found. The evidence suggests that the coil was stretched and damaged during the protrusion outside the sheath. The remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured and the damaged edges have been raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely indication of the event is related to procedural factors. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
When the coil was removed from the hoop and inserted into the rhv it was discovered that part of the delivery wire was outside of the delivery sheath. When attempting to advance the coil it protruded from the middle of the delivery sheath. A second galaxy g2 5x15 fill coil was then used without incident. The coil in question was never introduced into the patient. There were no adverse events associated with this incident. The product was receive for analysis. Additionally, during analysis, the coil was stretched.